Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an issue resuming insulin due to not knowing the difference between t:lock supplies and luer lock supplies. Blood glucose was 530 mg/dl which was addressed with a correction bolus.